Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable was pierced and the cable was leaky. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the camera head had a scope connection issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no proper image was shown when connecting camera heads to the video processor, only test patterns such as color bars were visible on the screen. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over x years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that internal flood occurred in the cable due to piercing the cable, and the cable got failed, then it caused that the image was not displayed. The event can be detected/prevented by following the instructions for use which state: never reprocess, or store this camera head with sharp-tipped instruments(tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.